Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: 2006-(B)(6), explanted: unk. (B)(4): analysis of the returned device revealed pump motor train gear anomaly and corrosion.

Event description:
A pump replacement was reported due to end of battery life/battery depletion. It was added that patient had no symptoms; the pump was replaced before complete battery depletion. Drug delivered was lioresal.